Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the tubing ballooned. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the maxzero needleless connector experienced tubing expansion. The following information was provided by the initial reporter: primary alaris pump tubing placed correctly in alaris pump. Pump turned on and started running initially. Then alarmed stating patient side occluded. Disconnected and flushed IV to pt which was open and patent. Attempted to restart and continued with same alarm. Went to move tubing to different cassette and found the alaris pump tubing to have ballooned right below the insertion site (below blue port that sits above pump). Concerned for safety at this point and removed. Potential faulty tubing. There was no patient harm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced tubing expansion. The following information was provided by the initial reporter: primary alaris pump tubing placed correctly in alaris pump. Pump turned on and started running initially. Then alarmed stating patient side occluded. Disconnected and flushed IV to pt which was open and patent. Attempted to restart and continued with same alarm. Went to move tubing to different cassette and found the alaris pump tubing to have ballooned right below the insertion site (below blue port that sits above pump). Concerned for safety at this point and removed. Potential faulty tubing. There was no patient harm.